Manufacturer narrative:
Device is a combination product. (B)(4).   Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified coronary artery. A 2.50 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and additional predilation was performed. The synergy¿ stent was re-inserted and it was noted that the proximal edge of the stent struts got lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was good.